Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir is unable to be used. Customer's blood glucose was 199 mg/dl at the time of incident. The customer was assisted with troubleshooting and it was found that the reservoir could not be filled with insulin.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs. Reservoirs no occluded anomalies during test. Plunger was easy to connect/release properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.